Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported migration appears to be due to challenging patient anatomical conditions the reported unexpected medical intervention appears to be due to case specific circumstances as two additional clips were implanted lateral and medial to stabilize the first clip, reducing mitral regurgitation (mr) to grade 2. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip detachment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. After deployment it was noted the clip partially detached from the anterior leaflet. Per the physician, the partial detachment was due to the friable leaflets. Two additional clips were implanted lateral and medial to stabilize the first clip, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.